Event description:
It was reported that customer experienced repeated malfunction alarms on pump showing resettable malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup insulin therapy, was advised to place pump into storage mode and return it using prepaid label, and was informed that replacement pump would be shipped and would require reprogramming of pump settings and reconnection of continuous glucose monitor.